Event description:
I historically used cibavision saline for my soft contacts. The product has not been on the shelf for several months. I saw a new cibavision product on the shelf last weekend and thought is was the saline solution. The box said "new look!" So I assumed it was my saline solution in a new package. The package also stated "one bottle solution", so I thought it was the typical "all in one" solution that manufacturers typically make for contacts. I brought it home and went to put in my contacts -after wetting then with the new "saline" -. My eye started burning and tearing immediately, turned bright red and had minor pain. I flushed my eye out with water for about 10 minutes. The redness lasted for about 2 hours and the pain for about 1 day. No long term adverse effects. Vision is unchanged. After using the solution and having this adverse event, I realized that I did not purchase saline but instead a "cleansing and disinfecting" solution containing hydrogen peroxide. I inadvertently purchased a cleaning solution, thinking it was a saline solution. After further looking at the package, it clearly says don't put in your eye, etc.; however, I never looked beyond the key words on the front of the box "new look!" "One bottle solution", "clinically proven #1 in comfort", etc. It is also a 12 ounce bottle, the same size as most saline bottles. Nowhere on the front of the box top flap or prominently on the actual front of the bottle does it say "do not use in your eye."